Event description:
It was reported through a legal event that a (B)(6) female patient underwent a parastomal hernia repair surgery on (B)(6) 2017. During the hernia repair surgery, the surgeon implanted strattice lot sp100472-089, catalog 1620002 mesh in her. After surgery, the patient returned to the hospital on (B)(6) 2018 and was diagnosed with a recurrent parastomal hernia and ileostomy prolapse. On (B)(6) 2018, she had an exploratory laparotomy with lysis of adhesions, explantation of mesh, ileostomy reversal with small bowel resection and parastomal hernia repair.

Manufacturer narrative:
Internal investigation into strattice lot sp100472 included a review of the reported information, review of the device history records, and a review of the complaint history records. The investigation resulted in no remarkable findings, including no other complaints reported against the lot and no deviations or related non-conformances revealed during processing. The lot was terminally sterilized within the process parameters and met all qc release criteria. (B)(4). No further actions are required as a nonconformance could not be confirmed.